Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, the end cap screwed on to each, and no issues were observed relating to loose cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose cap. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ eclipse¿ , the device experienced blood splatter/leakage other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: after drawing the arterial blood gas for the patient, the cap on syringe could not be saled, and there was a small amount of leakage.